Event description:
Difficulty to visualize stent marker bands under flouroscopy. Report received indicated that during a percutaneous transluminal angioplasty of the right external iliac, the stent marker bands (distal and proximal) were difficult to visualize under fluoroscopy. Procedure was done on a female patient of average weight. Device prepping and procedure was done following IFU. A 6fr sheath and guidewire were used. Guidewire was advanced crossing the lesion without difficulty. Vessel was not tortuous and lesion was not calcified. The stent delivery system was advanced and positioned at the lesion site. Stent deployment was initiated, however it was very difficult to visualize the distal stent marker. Stent deployment was continued until proximal stent marker, through poorly seen, exited, the outer sheath. Digital angiography was performed. During the procedure physician adjusted the radiation levels in the diagnostic imaging unit to observe if the images could improve for better visualization of the stent markers under fluoroscopy, however when done the stent markers remained poorly visualized. A spot film was taken following stent placement and demonstrated the stent markers very well in postion covering the entire lesion. There was no patient injury. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.